Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the procedure, the suture was mounted on the needle holder, slips off, and disassembles. A total of 3 sutures were used and the same happens with all of them. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/31/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * please confirm if the issue is regarding the disassembly of the suture (needle detached from suture) during use or is about the needle holder not being able to hold the suture (suture and needle intact). * it was reported that there were patient consequences. Please provide more details (what were the consequences and how were they treated). * were there any unexpected outcomes or complications as a result of the prolonged surgery time? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) the following information was reported: if other, describe --> cesarean section, was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 20, action taken when event occurred? --> open 2 suture, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> no, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.